Event description:
Customer reported starting to experience symptoms that were described as "shakiness and was not feeling right" and being unable to test due to receiving an ER-7 message on his adc meter. Customer further reported self-treating with soda and candy and self-presenting to a local health care facility where he was diagnosed with hyperglycemia (a reading of "over 500 mg/dl" was reported), had his "oxygen levels in blood" checked and was treated with 60 units of humulin 70/30. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, this serves as a correction report. Catalog # should reflect 98814. This section has been updated to reflect the correction.